Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving an unknown concentration of baclofen at 200 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient's pump pocket was eroding. It was unknown as to reasons why, but the pump pocket was weak and the wound was not healing. No troubleshooting was noted to be performed and it was unknown what actions or interventions were tried. The issue was unresolved and the pump may be explanted on (B)(6) 2017. The patient was noted to be "alive - no injury". Additional information received from manufacturer representative (rep) reported the healthcare professional is the correct person to contact about this event. Rep did not know when the patient first started experiencing the pocket erosion, what diagnostics were performed related to the pocket erosion, or what actions/interventions were taken to resolve the pocket erosion. It was noted that the pocket erosion was not resolved at this time. Additional information received from a healthcare professional on 2017-mar-17 reported the patient first started experiencing the reported pocket erosion on (B)(6) 2016. Patient also experienced redness and swelling. It was noted the pump was replaced on (B)(6) 2017. At follow up visit on (B)(6) 2016 the patient presented with a wound check. The patient who has cerebral palsy (cp) underwent replacement of a baclofen pump on (B)(6) 2016. Since discharge from the hospital the patient¿s pump has been adjusted once and patient¿s mother stated the spasticity "has never been better". They went to the emergency department yesterday ((B)(6) 2016) due to swelling/fluctuance underneath the back incision. They were seen by healthcare professional, who felt the swelling was a seroma vs pseudomeningocele and unlikely an infection and patient was sent home with recommendations to return to clinic today ((B)(6) 2016). It was stated that the patient was doing well. The patient denied fever, chills, or new neurologic symptoms. Review of systems: denied fevers, chills, any new neurologic symptoms, and any new musculoskeletal symptoms. Pain was manageable with medications. The patient's vital signs are as follows: height (B)(6), weight (B)(6), and bmi (B)(6). The patient was awake, intermittently regards, interacts and answers simple questions from mother, contracted times 4 with significant spasticity, improved from preoperative, back incision with underlying fluctuance, likely cerebrospinal fluid (csf), no drainage, and abdominal incision with pin point area of clear serous drainage. The patient likely had serous fluid collection overlying pump and likely peudomeningocele under back incision. Diagnosis was infantile cerebral palsy (hcc). It was noted single figure of 8 stitches placed at pinpoint leak site of abdominal incision. The patient¿s mother will continue to monitor the incisions , will return to clinic next week as previously scheduled, and patient¿s mother will take the patient to emergency department (ed) if further drainage from incision, fever, chills, or any neurologic deficits. Orders placed at this encounter included pain assessment documented as positive utilizing standard tool and a follow up plan was documented. At visit on (B)(6) 2016 the patient presented for surgical follow up. The patient underwent replacement of a baclofen pump on (B)(6) 2016. Since discharge from the hospital the patient¿s pump had been adjusted once and the patient¿s mother stated the patient¿s spasticity was much better than it used to be. The patient was last seen in clinic on (B)(6) 2016. At that time the patient had a pinpoint leak from the abdominal incision that was closed with a single nylon stitch. Since that appointment the patient¿s mother stated everything has been great. There has been no further drainage from either wound and the patient¿s spasticity remains improved compared to preoperative. Review of systems denied fevers, chills, or drainage from incision, denied any new neurologic symptoms, and denied any new musculoskeletal symptoms. It was noted pain was manageable with medications. The patient's vital signs were as follows: (B)(6). The patient was awake (intermittently regards), interacted and answered simple questions from mother, contracted times 4 with significant spasticity, improved from preoperative, abdominal wound was healing well, and back wound with improved fiuctuance and no drainage. The patient was recovering as expected from recent baclofen pump placement. Diagnosis was spasticity. It was noted that the single nylon stitch in the abdominal incision has been removed, the patient will continue with usual daily activities, and patient¿s mother will take patient to the ed if he has any drainage from the wounds or new neurologic complaints. They will return to clinic in 1 month for further follow-up or sooner if they have any new questions or concerns. At office visit on (B)(6) 2017 the patient presented for a wound check. Since discharge from the hospital his pump has been adjusted twice and the patient's mother stated the patient's spasticity was much better than it used to be. The patient was last seen in clinic on (B)(6) 2016. At that time the patient had a questionable stitch abscess vs pinpoint abrasion from the patient's diaper at the lateral edge of the incision. The patient was placed on keflex and follows up today. The area has been draining small amount of blood tinged fluid for a couple of days, but the patient's father stated there has been no fevers, chills, new pain, or redness/swelling of the area.  The patient denied any new neurologic symptoms, and denied any new musculoskeletal symptoms. It was noted the pain was manageable with medications. The patient's vital signs are as follows: (B)(6). Patient was awake, intermittently regards, interacted and answered simple questions from mother, and contracted times 4 with significant spasticity that improved from preoperative. It was noted there was an abdominal wound with pinpoint area of drainage, likely stitch abscess (back wound). The patient had a poorly healing abdominal wound overlying the pump. Diagnosis were listed as spasticity and infantile cerebral palsy. A single nylon stitched was placed at the site of drainage and clindamycin was been prescribed. The patient will return to clinic in 2 weeks to assess the wound or will go to the ed if the patient has further drainage, fever, chills, or any other new symptoms. At follow up visit on (B)(6) 2017 patient presented for a follow up medical problem minor. The patient was well known to our practice and had a baclofen pump placed in (B)(6) 2016. The patient has had problems with leakage from the incision on and off since the time of surgery. The patient had a stitch placed yesterday ((B)(6) 2017) for increased drainage; the patient¿s mother brought the patient back in today ((B)(6) 2017) because the drainage was thick and gooey in appearance. The patient still had no fevers, no significant redness of the incision, and no increase in pain. Patient denied fever, chills, or any new neurologic symptoms. The patient's vital signs were as follows: (B)(6). The patient was in no acute distress. The incision had a small opening at lateral aspect; and healthcare professional was able to express some purulent-appearing drainage. The dressing also appears to have purulent drainage. It was noted no imaging studies were done recently. There was poor wound healing; now with some concern for increase in purulent drainage. Recommendations included wound drainage. The patient did not appear septic, nor did the wound look particularly angry. However, the quality of the drainage has changed since yesterday, and healthcare professional was concerned about possible infection. The situation was discussed and healthcare professional will send the patient to the emergency department for evaluation. It was noted they will consider surgical exploration for deep cultures, debridement, and re-closure. This patient was prone to baclofen withdrawal, so no one wanted to take the pump out unless there was no other choice; maybe with a thorough washout and some antibiotics, they could salvage the pump. An abdominal wound revision was performed on (B)(6) 2017. Procedure notes were as follows. The patient was brought into the operating room on a stretcher and intubated by anesthesia. The patient was carefully positioned on a regular bed with all pressure points adequately padded. The abdominal area was cleansed thoroughly with alcohol. A time out was called with all in agreement to proceed. The patient was prepped and draped in the standard fashion. The abdominal incision was opened using knife and bovie. No frank purulence was encountered. The pump was surrounded by yellow tinged fluid. Cultures were taken above and below the pump. The wound was washout out vigorously with pulsavac. Vancomycin powder was placed into the wound. Hemostasis was achieved. Deep dermal 2-0 vicryls were placed followed by vertical mattress 2-0 nylons in order to approximate the skin without any tension. Surgical glue was added as a final layer. The patient was extubated and mae prior to transfer to pacu. On (B)(6) 2017 a wound washout was performed and the baclofen pump and catheter were removed. Preoperative and postoperative were listed as cerebral palsy and non healing wound. Procedures notes were as follows. The patient was brought into the operating room and placed supine on a regular table. The patient was intubated by anesthesia. The patient was carefully rolled left lateral decubitis on a bean bag and all pressure points were adequately padded. The skin was cleansed thoroughly with alcohol. The patient was then prepped and draped in the standard fashion. The lumbar incision was opened with a 10 blade and metz scissors were used for blunt dissection until the catheter and anchor were encountered. The stay sutures were removed and the catheter was removed and visually confirmed to be intact. The end approaching the pump was cut and the catheter was discarded. The back incision was thoroughly irrigated with antibiotic irrigation then deep tissues were closed with 0-vicryl followed by 3-0 deep dermals. A running 4-0 monocryl was placed on the skin followed by prenio tape/glue. The abdominal wound was then opened. The pump had eroded through skin at 3 points. An ellipsoid incision was made around the prior incision taking it back to healthy skin at all points. The baclofen pump stay suture were cut and the pump and remaining portion of the catheter were removed. Cultures were taken. The wound was irrigated with 3 liters of antibiotic pulsevac irrigation. Vane powder was placed into the wound. The scar pocket was closed with 0-vicryl. Deep dermal 3-0 vicryls were placed. The skin was closed with interrupted 0-prolene then dermabond. The patient was carefully placed back onto a regular bed and extubated by anesthesia. The patient was at his motor baseline prior to transfer to pacu. On (B)(6) 2017 patient returned for first post operative visit following the removal of the baclofen pump. The pre operative diagnosis was eroding baclofen pump. The patient had surgery on (B)(6) 2017 to remove the baclofen pump. It was noted urgent removal of baclofen pump due to poor wound healing and breakdown of skin overlying pump. Patient was on bactrim prior to operating room, patient's mom stated the patient was now taking it once daily for the last week as they felt the incision looked so good. The patient has slightly more spasm since removal of the pump, but patient's mom felt confident they can be controlled. The patient has an appointment with healthcare professional early next week. A review of systems denied fevers, chills, or drainage from incision; denied any new neurologic symptoms; and denied any new musculoskeletal symptoms. It was noted that the pain was manageable with medications. The patient's vital signs were as follows: (B)(6). It was noted that the patient was well developed, well-nourished, and in no acute distress. The review of the head, ears, eyes, nose, and throat was noted as normocephalic, atraumatic. It was noted that patient uses a wheelchair, and patient¿s mom carries the patient from wheelchair to bed. Motor strength was noted as contractures times 4 and were at baseline. It was noted patient was alert and oriented to the situation. The patient¿s mood/affect was pleasant and cooperative. It was noted both incisions were well healed with no signs of infection, no erythema, no active drainage, no fluctuance, and the sutures were removed. The patient was recovering as expected from recent removal of baclofen pump due to poor wound healing and dehiscence. The incisions looked good. It was noted it was ok to stop ¿abx¿, but continue muscle relaxers per healthcare professional. Diagnoses were listed as baclofen pump failure, subsequent encounter and preventative health care. This was discussed with healthcare professional and patient. The patient was to follow up with healthcare professional in 2 weeks for final wound check. No further complications were reported/anticipated. Patient's medical history included: cerebral palsy ((hcc) never ambulatory), periventricular leukomalacia scoliosis, aspiration into airway chronic constipation, epilepsy (hcc), protein, urine, abnormal presence (per patient's mother). Past surgical history included: cholecystectomy (2015), orthopedic surgery (harrington rod), ent post operative order set (ligation of salivary gland ducts to reduce drooling), endo, peg replacement, pump IV (baclofen pump), release forearm/hand tendon(bilateral), orthopedic surgery of the foot (bilateral), periventricular leukemia, sacral (sacral resection), colonoscopy on (B)(6) 2016 (procedure: colonoscopy flexible; surgeon: des/1mukh, suhas, md; location: spah endo or log; service: endoscopy gi; laterality: nia), colonoscopy on (B)(6) 2016 (procedure: colonoscopy flexible; surgeon: martin, trent d, md; location: spah endo or log; service: endoscopy gi; laterality: nia). The patient's medication list from all office notes listed included polyethylene glycol (miralax) 17 gram, risperidone (risperdal) 0.5 mg tablets, clonidine hydrochloride (hcl) (catapress) 0,1mg tablet, diphenhydramine hcl 12.5mg/5ml liquid, famotidine 40mg/5ml (pepcid 40mg/5ml) suspension, lisinopril (prinivil) 10 mg tablet, hydrocodone-acetaminophen (norco 7.5) 7.5-325mg tablet, hydrocodone- acetaminophen {norco 5) 5-325 by mouth tablets, clindamycin hcl 300 mg by mouth capsules, and baclofen (lioresal) 10mg by mouth tablets, and baclofen (lioresal). There was additional information reported that was not relevant to this event and therefore was omitted; see (B)(4)-volume discrepancy; increased spasticity.